Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). (B)(4) fragmented screw being left in patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified spine surgery on (B)(6) 2016, the corner of the screw head broke off when the surgeon was finishing adjustment. The generated fragment was easily removed and the reported screw was left in place. The procedure was successfully completed without surgical delay. This report is 1 of 1 for (B)(4).